Manufacturer narrative:
One capnograph was returned for evaluation. Visual inspection of the device found it to be in good physical condition; it was noted however to have a missing battery door. Device underwent functional testing, device powered on, and the reported customer complaint was confirmed. There was a line going through the lcd and everything else was blank. Further investigation included removing the tamper seal to reveal everything was plugged in incorrectly. Everything was then plugged in correctly, and the device was powered on once more. It was noted to still have a blank lcd, except for one line. The lcd was replaced, the device was powered up again. However no change in the lcd resulted. The main board was then replaced and the lcd was noted to be functioning properly. The problem source was determined to be user interface, as the main board was tampered with. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that the screen of a smiths medical capnocheck monitor is defective, missing segments. No adverse effects reported.